Manufacturer narrative:
D10. Concomitants -product information: 1639271, 02-012-39-4040 - logic tibia fin tray cem sz 4f/4t; 1813086, 02-010-01-0240 - logic femoral ps cem left sz 4; 1841829, 200-02-38 - three peg patella 38mm pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2010, and then experienced a revision surgical procedure on (B)(6)2011, approximately 7 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be secondary to prosthesis wear. However, the reported prosthesis wear/failure could not be confirmed and potential contributions of user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided and the devices were not available for evaluation. H6: corrected health effect, medical device, component, and investigation clinical codes.